Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (B)(6) was not returned for further evaluation. Log files were submitted for review for the reported event dates 15nov2024 - 03dec2024 and the data in the log files indicated irregular pulsality index (pi) average stagnant at an irregularly high value. Pi average is a value that is calculated by the lvad and communicated out to the controller. The data in the controller log file was not corrupt and is just a reflection of what it was told by the lvad. Power cycling the lvad via the controller exchange resolved the issue. It was determined that the controller appeared to be operating as intended. The atypical values were due to an issue with the pump that resolved upon power cycling the system. Additional communication was made to obtain lvad log files to better understand the issue, but no additional data from the customer was available for review. The reported event could not be correlated to an issue on the system controller. Device history records for the system controller (serial number (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 instructions for use (rev. C) section 1 - "introduction" states "pulsatility index values near or above 10 may indicate potential problems. For pi values near 10 or above, please contact thoratec corporation." Section 8 - "equipment storage and care" states high pulsality index may indicate wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4 patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noticed abnormal pulsatility index (pi) values. The system controller was exchanged and the pi values were back to normal. Log files were provided.